Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 200 mg/dl. The customer stated that she had been treating with manual injections of insulin since the alarm occurred. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.